Event description:
User facility requested to return the device for repair without any indication of pt injury. Additional information was received upon the receipt of the device later that the skull clamp slipped causing a 1-1/2"-2" laceration to the skull. Suture was required to treat the laceration.